Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: surgeon initially fired a 45mm purple reload across the stomach. No issues but the reload seemed to articulate to the left (cartridge up, articulated left) a little more than usual. The second firing was a blue 45 mm reload. With the cartridge up and articulated to the left, the initial 5-10 mm of the firing were normal and then the reload suddenly articulated to the right to the straight position. Surgeon immediately stopped the firing and opened the reload. He followed with 2 successful 45 mm purple firings. He attempted another blue 45 mm firing and the exact same thing happened. Tissue did not appear too thick. Another purple 45 was used to complete the pouch. Additional firings with the 45 mm 60 mm tans along with a straight white 60 were fine. The same powered handle was used for the entire case. No reinforcement material was used. There was no unanticipated tissue loss. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 minutes.